Event description:
Plaintiff was employed as a dietary aid and processing technician and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: allergic rhinitis, hives, itchy and watery eyes and dyspnea. Plaintiff alleges developing a latex allergy.